Event description:
It was reported that the patient was admitted to the hospital for syncope. During device interrogation, the end of life indicator would trip intermittantly and mode change. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.